Event description:
A pt of unknown age and gender presented for a angiographic procedure. When the physician attempted to straighten the soft tip of the angiographic catheter, the tip fractured and broke off from the catheter shaft. The device was set aside to be returned to the manufacturer for evaluation. As the defect was noted prior to insertion there was no contact with the pt; hence, there was no harm or injury to the pt.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).